Event description:
It was reported that pump experienced malfunction identified as malf 16, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. There was no reported adverse impact to the customer's blood glucose level. Customer was guided by technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and no additional issues were reported.